Event description:
A caller reported a cartridge alarm 20 with their insulin pump, and although the specific blood glucose value was unknown, it was indicated as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require assistance from a third party. The issue of cartridge alarms persisted since early december and prompted tandem technical support to send a replacement pump equipped with updated software. The customer was advised to return the faulty pump to avoid charges, was given instructions for programming their settings into the new pump and needed to connect their continuous glucose monitor to it. There was no adverse impact to the customer's blood glucose level.